Manufacturer narrative:
Device evaluated by manufacturer - there was blood and contrast in the wire lumen and balloon. There was a hole in the shaft with scratches on the outer surface surrounding the hole 10cm from the distal tip. The balloon was tightly folded and the stent was centered between the markerbands. The balloon burst was not confirmed. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon perforation occurred. The physician attempted to place the 2.25x8mm ion stent, but was unsuccessful due to 'the heart beating too much'. A buddy wire (non-bsc guide wire) technique was used to place the stent. The physician "pulled negative" and identified blood returning from the stent delivery system (sds). The physician felt the non-bsc guide wire perforated the sds balloon. The procedure was completed with another ion stent. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a stenting treatment procedure, a balloon perforation occurred. The physician attempted to place the 2.25x8mm ion stent, but was unsuccessful due to 'the heart beating too much'. A buddy wire (non-bsc guide wire) technique was used to place the stent. The physician "pulled negative" and identified blood returning from the stent delivery system (sds). The physician felt the non-bsc guide wire perforated the sds balloon. The procedure was completed with another ion stent. No patient complications were reported and the patient's status is okay.